Event description:
On (B)(6) 2014, the patient reported that she noticed wetness at her infusion set after switching to a new infusion set. When she removed the headset of the infusion set, she found there was no cannula attached to the headset. The patient replaced the infusion set and the same thing occurred. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.